Manufacturer narrative:
The meter was requested and has been returned to the MFR. Confirmation testing shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. Based on the limited info provided, the root cause of the event cannot be determined. An improper insulin schedule is suspected. The comparison between meters is not advised. Based on the readings found within the meter (128-172 mg/dl), the pt can expect to see a 20 mg/dl difference in readings with a different meter while both are still considered accurate. No corrective action will be performed because no system error can be confirmed. The info associated with this event will continue to be trended.

Event description:
The reporter alleges the (B)(4) meter measured her blood-glucose too high compared to another meter. Due to the meter's inaccuracy, the pt increased insulin and experienced hypoglycemia. The reporter alleges the (B)(4) meter is reading at least 20 mg/dl higher than her accu-chek. She has been administered insulin based on the (B)(4) readings. Her blood-sugar became very low and states it was causing problems. A description of these problems was not provided.